Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. (B)(6). Product location unknown.

Event description:
Information was received based on review of a journal article titled, "large-diameter metal-on-metal total hip arthroplasty: dislocation infrequent but survivorship poor" which aimed to determine at a minimum of 2 years¿ followup the proportion of patients who experienced a dislocation; the short-term survivorship obtained with these implants; the causes of failure and the proportion of patients who developed armd; and (4) whether there were any identifiable risk factors for revision. In the article, three patients were identified as having undergone a hip revision procedure due to periprosthetic femoral fracture. A stem exchange was performed.